Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 552 mg/dl. The customer treated with insulin pen. The customer stated that her set came off and she was not getting any insulin. The customer was neither in the emergency room, nor admitted to the hospital, nor emergency medical services. The customer declined to troubleshoot for high readings.